Event description:
It was reported difficulty was encountered advancing the carrier system via a right femoral approach which resulted in inappropriate filter placement in the iliac vein. Another filter was successfully placed via a left femoral approach without any pt complications. A delivery system in the locked position was received, evaluated and retained by this MFR. The filter remains implanted and was therefore not returned for eval. No problems were noted with the returned device. Follow-up could not confirm if a pre-placement cavogram was performed prior to filter placement. It was indicated continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "an inferior vena cavagram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."